Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a small aneurysm which was the result of a penetrating ulcer. The descending aorta had moderate tortuosity. After the stent graft was implanted it was modeled with a balloon and the penetrating ulcer/aneurysm was excluded. The patient presented emergently two months post index procedure with chest pains and a CT revealed that there was a type a retrograde dissection starting from behind the stent graft extending into the ascending aorta and coronary artery. The aneurysm was enlarging due to the dissection filling the aneurysm. The physician believes that the retrograde type a dissection may have been due to a combination of the bare springs and disease progression of the aortic arch. Seven weeks post implant the patient was converted to open surgical repair and the bare springs of the stent graft were removed. The fabric part of the stent graft was left in the patient and a conventional graft was sewn on to the valiant stent graft. No additional clinical sequelae were reported and the patient is fine. Review of returned films pre-implant show a 4cm penetrating ulcer located near the top of the arch. The diameter of the ascending aorta is approximately 5cm; no obvious dissection is seen. Post-implant ctas show that there is a retrograde type a dissection beginning near the bare springs, extending to the valve. The ascending thoracic appears to have dilated to 7 - 8cm in diameter. The 4cm ulcer is seen with contrast filling it from an unknown source. No obvious stent graft issues are seen. The cause of the dissection could not be determined.

Manufacturer narrative:
(B)(4). Evaluation methods, results, and conclusion: (films). (Dissection). (Anatomy related, moderate tortuosity in the aorta and disease progression of the aortic arch, penetrating ulcer).